Manufacturer narrative:
(B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the component was damaged - hole/cut in the hose and th work tool - coupling was defective. It was also noted that the device failed cutter lock and the safety assessment (powerbroken). Therefore, the reported condition was confirmed. It was determined that the hole in cord was due to mishandling of the device by allowing the cord to come in contact with a sharp object which punctured the cord or by exerting extreme force on the cord during cleaning or use. It was determined that the cause of the powerbroken was failure to follow the directions for use and running the device in the safe or load position, which is user error / abuse and possibly misuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the motor device had a damaged component - hole/cut in hose and the work tool - coupling was defective. During the pre-repair diagnostic assessment, it was determined that the device failed cutter lock and safety assessment (powerbroken). This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.